Event description:
It was reported to philips that the acquisition monitor was greyed out. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a procedure that was delayed and completed by restarting the system. The philips remote service engineer (rse) inspected the system remotely and confirmed that the acquisition monitor was greyed out. Upon troubleshooting, the rse found that after powering the system, the acquisition monitor appeared greyed out. The customer performed a system shutdown and restart, which restored image acquisition functionality, although the image quality remained suboptimal. Following a normal system restart, the issue was fully resolved, and the system operated as intended. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.